Manufacturer narrative:
While the product was not returned, an unused sample was received from the distributor and evaluated as was a reserve sample. All were found to be within specifications and dimensional tolerances. This product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issues that require corrective action.

Event description:
During an ent surgical procedure, it was noted that the microcuff endotracheal tube collapsed upon insertion of a tongue spatula cutting off the flow of oxygen to the patient. The endotracheal tube was replaced with another type and artificial respiration was restored with further incident or sequela to the patient. Information concerning this incident was reported by the a foreign country marketing team who were soliciting feedback on product performance from various customers and distributors. This product incident is documented in the kimberly-clark product incident database and identified as pir # 48885.